Event description:
It was reported that the customer did not consume enough food for the intended amount of bolus delivered. The customer's blood glucose (bg) level subsequently decreased to range from 41-42 mg/dl. Customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.